Event description:
A patient underwent ivtm therapy after cardiac arrest. The solex 7 catheter (lot # 166913) was smoothly inserted into the patient's right internal jugular vein in one attempt. Six hours after the initiation of the treatment, blood was observed in the start-up kit (suk) tubing. The staff immediately stopped the treatment. The nurses recognized the blood in the system before any alarm was generated by the thermogard ivtm system. Physical methods, using ice packs and cool washcloths, were immediately applied to control the patient's fever. The customer replaced the suk but was unable to remove the catheter. The senior physician tried to remove the catheter, but when pulling on the catheter, massive resistance was felt. An ultrasound was performed and revealed that the catheter balloon was filled with blood, and saline was diffusing out of the balloon. It was suspected that the blood was coagulated in the catheter balloon. Aspiration was performed from the catheter's in/out luers multiple times, but still, high resistance was felt while trying to remove the catheter. The physician consulted the department of anesthesia, but no one was willing to remove the catheter because of the potential bleeding risk. The patient was on full heparinization since the beginning of the ivtm therapy as part of the standard procedure. The physician decided to take the patient to the cath lab to remove the catheter under x-ray. The following day, the chief anesthesiologist aspirated the catheter again and removed it without a need for an x-ray and without causing any injuries. The patient was fine with no bleeding. It was suspected that a coagulum in the balloons had dissolved, and thus, the resistance during catheter removal was resolved. The dwell time of the catheter was 47 hours when it was eventually removed from the patient's body. Less than 200 milliliters of saline infusion into the patient's bloodstream was suspected. The patient had an external pacemaker in the jugular on the left side; therefore, no new solex catheter could be placed. The physician considered that the pacemaker cable could have caused damage/rupture in the catheter balloon. Fever control was achieved by continuing to use physical cooling methods. The patient was sedated and ventilated but in stable condition.

Manufacturer narrative:
The solex 7 catheter associated with this complaint was not returned for evaluation. Zoll medical safety assessment (msa) for saline infusion: the event was not serious because it didn't cause any injury. The event of fluid running into the patient's vasculature is causally related to the solex 7 catheter. The customer reported that less than 200 milliliters of saline were infused into the patient's bloodstream. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at hospitals and should not harm a patient. The fluid that ran into the patient's vasculature is an anticipated event. Based on available information, no patient effect was observed. Zoll medical safety assessment (msa) for catheter removal difficulty: the event was not serious because it didn't meet the criteria for seriousness (didn't cause death or life-threatening injury, didn't require treatment to prevent permanent impairment, didn't cause permanent injury). The event was causally related to the solex 7 catheter. Catheter removal difficulty is an anticipated event and could potentially occur with the usage of any catheter. The site could benefit from additional discussions on the usage of ivtm devices with a pacemaker in place and possibly the use of femoral cooling catheters.

Manufacturer narrative:
The reported complaint of "catheter balloon leak" was confirmed during functional testing of the returned solex 7 catheter (lot # 166913). During the functional pressure leak test performed at zoll, a pinhole leak was observed from the middle of the serpentine balloon. The probable root cause of the pinhole leak was a latent material defect. During visual inspection, dried blood residue was observed in the serpentine balloon and inside the luered tubings. No other issues or physical damage was observed on the returned catheter. No kink on the catheter was found that could have caused or contributed to the reported complaint of "difficulty to remove the catheter." As correctly stated by the customer, the most likely root cause of the resistance felt while removing the catheter was the blood coagulum in the balloon, which slowly dissolved after performing multiple-times aspirations from the catheter's in/out luers. A functional flushing test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed from the middle of the serpentine balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints for solex 7 catheter with lot number 166913.

Event description:
A patient underwent ivtm therapy after cardiac arrest. The solex 7 catheter (lot # 166913) was smoothly inserted into the patient's right internal jugular vein in one attempt. Six hours after the initiation of the treatment, blood was observed in the start-up kit (suk) tubing, an indication of catheter balloon leak. The staff immediately stopped the treatment. The nurses recognized the blood in the system before any alarm was generated by the thermogard ivtm system. Physical methods, using ice packs and cool washcloths, were immediately applied to control the patient's fever. The customer replaced the suk but was unable to remove the catheter. The senior physician tried to remove the catheter, but when pulling on the catheter, massive resistance was felt. An ultrasound was performed and revealed that the catheter balloon was filled with blood, and saline was diffusing out of the balloon. It was suspected that the blood was coagulated in the catheter balloon. Aspiration was performed from the catheter's in/out luers multiple times, but still, high resistance was felt while trying to remove the catheter. The physician consulted the department of anesthesia, but no one was willing to remove the catheter because of the potential bleeding risk. The patient was on full heparinization since the beginning of the ivtm therapy as part of the standard procedure. The physician decided to take the patient to the cath lab to remove the catheter under x-ray. The following day, the chief anesthesiologist aspirated the catheter again and removed it without a need for an x-ray and without causing any injuries. The patient was fine with no bleeding. It was suspected that the blood coagulum in the balloons had dissolved, and thus, the resistance during catheter removal was resolved. The dwell time of the catheter was 47 hours when it was eventually removed from the patient's body. Less than 200 milliliters of saline infusion into the patient's bloodstream was suspected. The patient had an external pacemaker in the jugular on the left side; therefore, no new solex catheter could be placed. The physician considered that the pacemaker cable could have caused damage/rupture in the catheter balloon. Fever control was achieved by continuing to use physical cooling methods. The patient was sedated and ventilated but in stable condition.